Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had the implant for lower back pain and didn¿t know if the implant was working. The patient reportedly experienced pain at the implantable neurostimulator (ins) site and occasionally down her right leg. The patient was unable to verify if the device was on or off as she had parkinson¿s disease and it was difficult for her to check. The reported indicated that the symptoms developed after a fall the patient had two weeks prior to the report. The patient had been seen at her healthcare provider¿s office where x-rays were taken. The patient was informed that ¿everything looked fine¿. The patient however wanted her device checked. If additional information becomes available, a follow-up report will be submitted.